Event description:
Customer reportedly received results of lo (less than 0.6 mmol/l) and 5.8 mmol/l within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).